Manufacturer narrative:
The customer reported that a "backup alarm failure" alarm error occurred due to a faulty power management board. The bench repair technician recommended replacing the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue, so the authorized service provider (asp) therefore replaced the pm pcba and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported the v60 had a back-up alarm failure. Unknown if in clinical use at time of discovery. No reports of patient/user harm or injury. Investigation is ongoing.